Event description:
It was reported that during an iliac stenting procedure, the stent was "too long". The approximately 35mm-60mm long, 75% stenosed and non-calcified lesion was located in the 7mm, non-tortuous left iliac artery. The lesion was adequately pre-dilated. The wallstent iliac 8mm x 66mm x 75cm stent delivery system (sds) was advanced to the lesion. Upon partially deploying the stent, the physician noted that the stent was "too long" for the lesion. The stent was removed and a wallstent iliac 3mm x 38mm stent was successfully implanted to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".